Event description:
Treatment of an avm. During catheterization, it was reported that the guidewire had exited out of the catheter prior to the distal tip. No patient injury reported.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.